Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/wedge/segmental resection. The tissue was grasped with the loop and the surgeon attempted to ligate, but the loop could not be closed. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the loop is broken at the knot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.